Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual examination of the returned device found the stent was partially deployed. The device shaft was kinked near the distal end. The tip of the device has been cut off. The device shaft bowed during a failed deployment attempt. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on february 04, 2016 that an ultraflex¿ tracheobronchial stent was to be used in the trachea during bronchial stent implantation procedure performed on (B)(4) 2016. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent but when the stent was halfway released the deployment suture became unable to be pulled. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different size ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ tracheobronchial stent was to be used in the trachea during bronchial stent implantation procedure performed on (B)(6) 2016. During the procedure, the physician began deploying the ultraflex¿ tracheobronchial stent but when the stent was halfway released the deployment suture became unable to be pulled. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different size ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.